Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: during the utilization of the ria drive shaft, the milling cutter tip loosened, resulting in the breakage of the inner shaft. The broken fragment was retrieved and no harm to the patient was noted. The post surgery was satisfactory.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Device used for treatment and not diagnosis. A review of synthes device history records revealed the drive shaft, minimum 520mm length for use with ria was manufactured by criterion tool & die. This supplier lot number was received and was inspected to the synthes incoming final inspection sheet. Lot met specifications.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Investigation coordinated by synthes (B)(4). Report received indicates performed investigation could not detect any material faults. The plastic deformations combined with the found fine dimply structure on the fracture surface are a clear indication of a ductile forced fracture mechanism. It can be assumed that the reamer broke during an instantaneous overloading. One possible explanation for such an overloading event might have been contact with other hard material such as metallic parts or particles causing a blocking of the reamer. Another possible reason for the overloading might have been additional force onto the reamer to attempt compensation of an insufficient drilling performance due to the damaged cutting edges or extensive friction because of wrong or bad mounting of the reamer head.